Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the explanted covered stent was returned for evaluation, and does not show any damages. An x-ray images was provided, showing the implanted stent in the armpit of the patient. The stent is in curved condition following the vessel, there is no indication for a stent fracture or any indication for strut irregularities. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event respectively the alleged device deficiency could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risk. Based on the instruction for use complications and adverse events associated with the use of the covera vascular covered stent may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes obstruction of flow and restenosis of the target vessel. Regarding pta the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And "post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vein." Holding and handling of system was found described, in particular the instruction for use states: "do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement." H10: d4 (expiration date: 11/2023), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that a patient allegedly experienced pain and swelling symptoms twelve days after placement of a covered stent, the stent was placed on the arm pit vein. It was further reported that patient experienced pain and swelling. Reportedly, the physician identified the fistula was highly pressurized and it was decided to surgically explant the stent. As reported the patient got in a stable condition.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. (Expiration date: 11/2023). Device pending return.

Event description:
It was reported that a patient allegedly experienced pain and swelling symptoms twelve days after placement of a covered stent, the stent was placed on the arm pit vein. It was further reported that patient experienced pain and swelling. Reportedly, the physician identified the fistula was highly pressurized and it was decided to surgically explant the stent. As reported the patient got in a stable condition.